Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection found the tubing cut (oval shape) with no connector present from the cut tubing. The reported condition of adapter did not rotate could not be verified due to the nature of the returned sample (cut tubing). The cause of the cut tubing was due to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp continu-flo solution set would not connect. It was further reported the adapter would not rotate. The event occurred during setup and preparation. There was no patient involvement. No additional information is available.